Manufacturer narrative:
The distributor evaluated the ventilator and confirmed the failure when performing transducer test for expiration differential pressure. They replaced the main pcb and the turbine. The ventilator passed calibration and test run.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to a degraded transducer within the assembly. This issue will be internally investigated within carefusion. The carefusion failure analysis laboratory received the suspect turbine assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to corrupt data on the turbine interface board pcba. This issue will be internally investigated within carefusion.

Event description:
The customer reported that while the ventilator was on a patient a transducer failure occurred. Pressing the "reset button" didn't change the situation. The customer confirmed there was no harm to the patient.